Event description:
A tandem mobi cartridge alarm was reported by the customer earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the original cartridge and resumed insulin delivery. The issue was resolved, and the customer was advised by technical support to follow up if the issue recurs, which the customer acknowledged and understood.